Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/06/2016 that on 0(B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A shared log review was performed and they showed signal loss. The reported event of loss of connection was confirmed. The root cause could not be determined.